Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml intravia bag ruptured along the seam of the medication port, ¿at the top of the bag, directly underneath where the bag is hung.¿ according to the report, this resulted in all of the solution in the bag leaking out. There was nothing unusual noticed with the device¿s packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection was performed and identified a hole near the hanger slot area of the bag. Underwater pressure testing was performed and identified a leak from the bag. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.